Event description:
Customer reported the system does not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the problem was caused by a faulty hv tank. Replaced hv tank and generator driver and igbt. Calibration and tests ok. System operates as intended.